Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer's blood glucose (bg) level was 600 mg/dl. Manual injections were administered to address the high bg. Customer alleged that the increase in bg level was a result of the usb cable not charging the pump.